Manufacturer narrative:
(B)(4). Date sent to the FDA; 3/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. A manufacturing record evaluation was performed for the finished device lot number an1514, and no non conformances / manufacturing irregularities were identified. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a overwrap, an empty folder, a needle-suture and two sutures pieces of product code p8663t were received for evaluation the body suture was wavy, and the ends were noted split and cut appear to be by use of surgical instrument and functional test could not be performed due to condition of the sample. The condition of the sample received indicate an improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint #(B)(4). Date submitted to the FDA 1/28/21. Additional information: d4, g1, h4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported: at the time of suturing he requested prolene 3-0 (p8663), at the time of opening the suture, it was broken please clarify: was the suture broken found during the procedure (intra op) or before the procedure (pre op)? What was used to complete the procedure? What tissue was being approximated or sutured when it broke? Lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cholecystectomy on (B)(6) 2020 and suture was used. During the procedure, at the time of suturing, the surgeon requested the suture, and at the time of opening the suture, it was broken. There were no adverse consequences for the patient and the surgery was not delayed. Additional information was requested.